Event description:
It was reported that a spectrum pump displayed a white screen. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "blank screen" was reproduced. Due to the irretrievable software version and event history log, it can be concluded that the white screen occurred at power up. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the processor pcb. The processor pcb is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.